Event description:
It was reported that the right ventricular lead triggered an alert for high impedance on the svc coil. The impedance trend varied. No variance in impedance was noted with provocative testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).